Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges loosening of tibial component at the cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available ((B)(4)) is used to capture medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address pain. Surgeon brought the patient to the operating room to determine if loosening or infection was the reason of the complain. All the components were well fixed no noticeable loosening as well as no infection. After discussion of the patient history, the surgeon decided to remove the tibial component and replaced it with revision components and change the poly insert. Femur and patella were determined to be well fixed and left intact. Doi: (B)(6) 2017. Dor: (B)(6) 2019 left knee.